Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during an implant attempt, the left ventricular lead could not be implanted due to occlusion in the coronary sinus. The lead was explanted. No patient complications have been reported as a result of this event.